Event description:
Envoy medical corp. (Emc) was notified on (B)(6) 2024 that the patient had noted that their incision site was not healing properly after the patient's second battery change on (B)(6) 2024. Sterile dehiscence was confirmed and the sound processor was removed for healing on (B)(6), 2024. Patient/clinical history with emc: (B)(6) 2014 - implant (B)(6) 2019 - battery change (B)(6) 2024 - battery change (B)(6) 2024 - sp removal.

Manufacturer narrative:
N/a